Event description:
It was reported that once the scope was placed into the knee joint the picture was black. No patient injury reported. A backup was available to complete the surgery.

Manufacturer narrative:
An evaluation was performed by the supplier and could confirm the customer complaint for the picture was black. A visual inspection was performed and showed the scope to have distal tip and fiber damage. No manufacturing related defects were observed. No further investigation is required.